Event description:
The duett sealing device was deployed in the right femoral access site following a diagnostic procedure. Post deployment oozing from the site was noted, and manual compression was applied to achieve hemostasis. The pt became symptomatic of an arterial occlusion (pain, cramping, weak to absent distal pulses, mottling, pale and cool leg) approx. 30 min. Post deployment. An angiogram confirmed the arterial occlusion, which was treated with heparin and a surgical balloon embolectomy.